Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had been hospitalized from (B)(6) 2017 due to deterioration in mental status. The pdrn stated the patient was elderly in age and had numerous health issues, and was discharged from the hospital on (B)(6) 2017 to a nursing facility. Per pdrn the patient¿s hospitalization event was believed to be due to the patient¿s pre-existing co-morbidities and was unrelated to the patient¿s peritoneal dialysis regimen or the patient¿s cycler. (B)(6) stated the patient¿s family did not provide the clinic with any additional details regarding the hospitalization event. The pdrn stated the patient stated she did not have any additional information regarding the patient¿s hospitalization event, and no medical records would be received in clinic as the patient was no longer a patient at this clinic. No additional information was provided.

Manufacturer narrative:
Conclusion: a possible temporal association exists between ccpd therapy with fresenius products and the patient experiencing alteration in mental status requiring subsequent hospitalization. At the time of the clinical investigation, the etiology of the patient's altered mental status is unknown. However there is no documentation in the complaint file that indicates a casual relationship between fresenius products and the patient's altered mental status event. Should additional information become available, the investigation will be re-evaluated.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for deterioration in mental status. The details of the hospitalization and dialysis treatments during the time were unknown. The patient was discharged to a skilled nursing facility on (B)(6) 2017. Per the pd nurse, the patient was elderly and had pre-existing comorbid conditions that were contributory to the patient's altered mental status event. The pd nurse stated this adverse event was associated with the liberty cycler or ccpd treatment. Additionally it was reported the medical records from the hospitalization event were not available.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had been hospitalized from (B)(6) 2017 due to deterioration in mental status. The pdrn stated the patient was elderly in age and had numerous health issues, and was discharged from the hospital on (B)(6) 2017 to a nursing facility. Per pdrn the patient¿s hospitalization event was believed to be due to the patient¿s pre-existing co-morbidities and was unrelated to the patient¿s peritoneal dialysis regimen or the patient¿s cycler. (B)(6) stated the patient¿s family did not provide the clinic with any additional details regarding the hospitalization event. The pdrn stated the patient stated she did not have any additional information regarding the patient¿s hospitalization event, and no medical records would be received in clinic as the patient was no longer a patient at this clinic. No additional information was provided.